Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high"; a value was not provided. Customer administered a manual injection to address bg.